Event description:
It was observed that during the device evaluation, the lithotripsy exhibited failed probe test and no output due to faulty control board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the no output was identified. It is likely the result of a faulty control board; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.